Manufacturer narrative:
In the initial MDR's b5 describe event or problem, the unit of measurement for the previously reported creatinine results is umol/l. A field service engineer (fse) performed sample probe adjustments, adjusted the gear pump head, checked reagent probe alignments, detergent levels, and the ultrasonic mixer performance. The fse also removed and checked the vacuum pump diaphragm, ran the photometer, and cell blank. In another visit, the fse replaced the laundry solenoids of the sample valve assembly, realigned all of the syringes, and replaced reagent seals. Qc was completed and passed. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for one patient sample and a discrepant creatinine assay result for one patient sample tested on a cobas 8000 c 702 module. Sample 1: the initial calcium result was 13.37 mmol/l. The first repeat calcium result was 2.25 mmol/l. The second repeat calcium result was 2.24 mmol/l. Sample 2: the initial creatinine result was 49. The repeat creatinine result was 90. The unit of measurement was not provided.

Manufacturer narrative:
The calcium reagent lot number was 841368. The creatinine reagent lot and expiration date were requested but not provided. The investigation is ongoing.